Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant procedure, the leadless implantable pulse generator (ipg) exhibited an electrical reset. The reset was cleared. The ipg was not used for the procedure. There was no patient involvement.